Event description:
During evaluation of the device a philips field service engineer discovered the device could not acquire a 12 lead ECG. There was no patient involvement.

Manufacturer narrative:
(B)(4). During evaluation of the device a philips field service engineer discovered the device could not acquire a 12 lead ECG. There was no patient involvement. The ECG lead set and trunk cables were cleaned and the issue was resolved. The device passed all testing and remains at the customer site for use.